Event description:
It was reported that an ilet user performed an incorrect supply change by forgetting to disconnect from the pump during the rewind step, then disconnecting immediately after the rewind completed and finishing the supply change thereafter. There were no reported adverse events. Outcomes included routine self-monitoring guidance to observe blood glucose for several hours, with no reported health consequences. Investigation included complaint intake and case review. Investigation of this case revealed user handling during the supply change was inconsistent with instructions, indicating use error related to infusion set and cartridge change steps without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change process.